Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump history listed boluses and times that had not been programmed into the pump by the user, and she noted these boluses had not been delivered. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1. (B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump was programmed on a one unit per hour basal rate and exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during this time. No hypersensitive keys were observed on keypad. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. The complaint was not able to be duplicated during the investigation process.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.